Manufacturer narrative:
The complaint of over infusion was not confirmed. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ review of the pcu event log showed the suspect device was not in use on the reported event date. ¿ review of the pcu event log showed prior to the reported event date, the pcu was powered on (B)(6) 2020 at 5:59 pm and same patient and new profile (peds acute >10kg) were selected. The suspect device was selected and programmed guardrail IV fluid tpn (drugid= 263) at a rate of 75 ml/hr (vtbi= 1800 ml). The suspect device recorded the following alarms: o air in line o door opened o flo stop open the suspect device was removed from the pcu resulting in a channel disconnect. The device was reattached but remained idle. ¿ total volume infused= 1661.87 ml ¿ the event administration set was not returned for investigation. ¿ testing showed the device was delivering IV fluids within specification. ¿ inspection of the devices found no anomalies with the pumping mechanism. Inspection: the incident administration set was not returned and could not be inspected. Lvp sn (B)(6)the device was received in fair condition. The instrument seal was intact. Platen assembly, post, hinge, pins, springs, and buttons are intact and did not interfere with the door operation. Latch/sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The device was disassembled and observed in good condition no anomalies were observed in inspection of the pumping mechanism. Bezel manufacture date: september 2019 the root cause of the customer¿s complaint of an over infusion could not be identified. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (30dec2019). A review of the device service history record was performed beginning from the date of manufacture to the present date (24sep2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the devices were involved in a free flow incident. When the nurse returned to the patient after setting the infusion, the infusion was completed. There was no patient or user harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that pump free flowed. There was no patient or user harm.